Event description:
The customer reported experiencing unexplained high blood glucose for the past couple of days. Troubleshooting was performed. The customer's most recent glucose reading was 423mg/dl, and she was treated with manual injections. Reviewed the programming and found that a couple of more units were delivered and the customer denied delivering. Ran a fixed prime test and failed. Instructed the customer to change the infusion set and reservoir. Ran a fixed prime test again and the test passed. A tubing clamp to perform the high pressure test was not available at time of call. Advised the customer to call us back as she receives the tubing clamp to continue testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.